Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast surgery with an unspecified mentor breast implant and experienced postoperative capsular contracture (unknown side, grade unknown). The patient had a consultation with a healthcare professional. As a result, the patient underwent removal and replacement with unspecified breast implants on unspecified date. At the time of this report, the implantation and explantation dates were not reported. Multiple attempts were made to obtain additional information. However, no response was received. If additional information is received in the future, a supplemental report will be submitted. For reporting purposes, the common device name and procode have been added and correspond to a gel breast prosthesis.